Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 56 mm diameter thoracic aortic aneurysm. It was reported that the patient presented emergently approximately 30 days after the index procedure. The patient expired soon after. A CT scan done after patient expired revealed retrograde dissection in the ascending aorta. Although the proximal side of the valiant bare metal stent had contact with the greater curvature side of the origin of the brachiocephalic artery, a dissection entry was not observed there. An entry was identified at the ascending aorta, but the physician was unsure if it was an entry or reentry. Per the physician, the cause of the retrograde dissection leading to patient death was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth.